Event description:
The customer stated that he performed a control test and received a result of 26 mg/dl. The normal control range is 90-125 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement products will be sent.